Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that system was stuck at 00:00 due to the flex vision pc failure. No service has been performed by philips since the service quotation was not accepted by the customer. Later fse replaced the computer body and hdd. After replacement, the returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.